Event description:
It was reported that a pt experienced hemorrhagic shock during central venous placement of the device at the right internal jugular vein. It was stated that hemostasis during the operation was problematic. The pt had a hemothorax with a3 liter blood loss. No further pt issues were reported as a result of this event.